Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she had an MRI and didn¿t realize that the implant wasn¿t turned back on afterwards. The patient had been unable to recharge since (B)(6) 2019 and was overdischarged. Three physician mode recharges were attempted and after the third time the patient stated she wanted to have the battery replaced. The issue was not resolved at the time of the report and surgical intervention was planned but not yet scheduled. No patient symptoms reported.